Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pump memory error occurred. A pump memory alarm was present as well as a low battery alarm. The error occurred during a pump update. The reservoir volume was adjusted and the pump was successfully updated. They planned to replace the pump. The medication being delivered via the device system was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.